Event description:
N/a

Manufacturer narrative:
(B)(4). Updated fields: b4,d9, g3, g6, h2, h3, h6 ,h11. The device was returned to the factory for evaluation on 12/19/2024. An investigation was conducted on 01/29/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The clear hot jaw silicone insulation was observed to be peeled, exposing the hot metal jaw from the center of the hot jaw to the tip of the hot jaw. The clear silicone insulation on the cold jaw was observed to be whitish in color and cracked along the entire length of the cold jaw. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. No further testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed, as well as the analyzed failures "overheating of device" and "material twisted/ bent wire" were observed. The lot # 3000422720 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failures. Specific actions for the reported and analyzed failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
Tw ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
It was reported that during an endoscopic vessel harvesting procedure using vasoview hemopro 2, they indicated that as they put the device into the incision for the first time right away they noticed "insulation peeling on the tip". This was clarified as the silicone on the outside of the jaws. No components detached into the harvest tunnel. No retrieval was necessary. The procedure was completed by opening a second device and it worked and functioned as normal. There was no procedural delay. There was no patient harm.